Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Event description:
The customer called into technical support (ts) reporting that the device is getting a low leak co2 rebreathing risk message (ec 1203). The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer claims with his patient circuit, the unit is alarming low leak co2 rebreathing risk (ec 1203). He stated it was the same issue respiratory was experiencing. Within 30 seconds, the unit would start to alarm for it. The rse recommended for him to go to respiratory and get a disposable bipap circuit and run the unit for a while. Next, to perform the performance verification testing to verify everything is operating fine. If the problem persists to replace the flow sensor assy. The rse provided part number for a flow sensor assembly. Further information is pending.